Manufacturer narrative:
Other, other text: additional contact information:(B)(6). No product was returned. The reported complaint could not be confirmed.. If the product is returned this complaint will be reopened for further investigation. A device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture.

Event description:
It was reported that air was noted in the line distal to the pump on completion of the infusion. Per reporter the pump did not alarm to indicate there was air in the line. No adverse patient effects were reported. Per reporter no additional information is available.